Manufacturer narrative:
The following devices were added to this event: (B)(4). Results code 1: 213 a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6), 2003, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2015 it was reported the patient exhibited a possible type v endoleak, which was later confirmed. The patient is being monitored.

Manufacturer narrative:
Additional device implanted and involved in this event: pcc121200/021261403. UDI numbers for the lots are as follows: lot 021512005: UDI (B)(4). Lot 021261403: UDI (B)(4). Patient's medications include; acetaminophen, aspirin, atorvastatin, lexapro, fentanyl, metoprolol, protonix, cipro, melatonin, nitroglycerin, senna, and coumadin. According to the gore excluder® bifurcated endoprosthesis instructions for use, adverse events which may require intervention include, but are not limited to endoleak and continued aneurysm enlargement. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The devices implanted in this patient in 2003 were the original gore excluder® bifurcated endoprostheses.

Event description:
On (B)(6) 2003, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore excluder® bifurcated endoprostheses. On (B)(6) 2015, it was reported the patient exhibited a possible type v endoleak. According to the report, an additional procedure to treat the endoleak has been discussed, but has not been performed. Reportedly, the physician will continue to monitor the endoleak. It was reported, around (B)(6) 2018, routine follow up imaging was performed. According to the report, images identified evidence of a type v endoleak (endotension) with aneurysm enlargement to 9 cm (exact amount of growth is unknown). On (B)(6) 2018, an additional procedure was performed to treat the endotension, whereby two contralateral leg components were implanted bilaterally to reline the two originally implanted trunk-ipsilateral leg and contralateral leg components. Final angiography showed resolution of the endoleak, and the patient was reported to have tolerated the procedure with no further adverse events.